Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-04536. It was reported that the patient experienced heating in their back during a lumbar MRI scan on (B)(6) 2021. As such, the MRI scan was stopped to address the issue. Reportedly, the system was set MRI mode. There has been no other issues reported.